Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and no delivery from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that the reservoir alarmed no delivery during prime. The customer was advised to disconnect the tube and reservoir. The customer was advised to change the set and reservoir. The customer was advised to run manual prime with plunger. The customer stated that insulin did exit.